Event description:
Iud removed and was missing one arm.======================manufacturer response for paragard iud t380a, (brand not provided) (per site reporter).======================leadership working with rep to resolve.